Event description:
User received discrepant troponin t results for one pt sample. Initial result 0.110 ug/l, repeat results 0.016 and 0.019 ug/l. No info was provided to determine if initial result was reported. If additional info is received, appropriate notification will be provided.